Manufacturer narrative:
Based on the information provided, the cause of the post-procedure complication cannot be determined; although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The system logs for the event date of (B)(6) 2021 were reviewed and there were no errors relevant to the reported complaint. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient was found to have a large 30% pneumothorax. A chest tube was inserted to resolve the pneumothorax and the patient was admitted for 1 day. At this time, the cause of the complication is unknown; although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced a 30% pneumothorax as seen by the chest x-ray after the procedure. There was no system error that occurred during the procedure. According to the physician, the lung nodule was located at the left upper lobe (lul) and measured 20mm. An intuitive surgical, inc. (Isi) 21g flexision needle, 3rd party forceps and cytology brush were used for the biopsy process. Per the physician, there was no malfunction of an ion product that occurred. A 30% pneumothorax occurred and the patient experienced chest pain and chest tightness. The patient was not medically unstable. A chest tube was inserted to resolve the pneumothorax and the patient was hospitalized for 24 hours. The patient was discharged well and is stable. The physician believes that the pneumothorax occurred due to the forceps and would have occurred via another modality as well.